Manufacturer narrative:
A review of tracking and trending determined that there are no adverse or related non-statistical trends. A search for similar complaints determined there is normal complaint activity for the architect syphilis reagent lot 91394li00. Sensitivity testing was performed using a retained reagent kit of lot number 91394li00. This testing included additional replicates of a sensitivity panel. The values met specifications and the results were in the typical range with no false nonreactive results obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect syphilis reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-42 that has a similar product distributed in the us, list number 08d06-41. Complete information for patient identifier = (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported (B)(6) architect syphilis results. Sample ID (B)(6) generated (B)(6) results on the architect assay ((B)(6)) and (B)(6) results on tpha and vdrl methods. No impact to patient management was reported.